Event description:
Reporter indicated that vns pt has experienced a increase in seizure activity above pre-vns baseline frequency. Report is incomplete because last know neurologist has reportedly discharged the pt from their care and has not seen the pt recently. The pt's family is reportedly experiencing difficulty in obtaining a new neurologist that will accept their insurance carrier. The pt's family member was able to make an appointment with a doctor to see the pt in three months time and that in the meantime, family member may discontinue the pt's depakote because family member feels as though the pt's seizure are worse on this medication. The pt's family member believes that the generator battery may have reached end of life because the pt's device is set to the highest setting of output current.